Event description:
It was reported that an ilet user experienced repeated alarm 38 indicating consecutive stalled motor events during setup after a factory reset, with failure to complete rewind and a dry run despite restarts and component checks; backup insulin therapy was available. Symptoms included no reported clinical effects. Outcomes included no impact beyond the inability to use the device at the time of the event. Investigation included user troubleshooting, device restart attempts, supply replacement and rewind attempts, and arrangement for device replacement. Investigation of this case revealed a motor stall malfunction consistent with an insulin delivery motor stall, with no foreign material reported in the pump and no infusion set obstruction identified by the user. It was concluded, based on previously established findings for similar reports, that the cause was an internal device malfunction of the motor drive system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.